Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that a customer was hospitalized on (B)(6) 2015 at 7 pm for a high blood glucose level of 373 mg/dl. The customer stated that prior to the hospitalization the customer's infusion set was not properly attached which prevented the insulin to penetrate in the patient's body. The customer was treated with manual injections and released after three hours. No further information was provided.